Manufacturer narrative:
Event date corrected to (B)(6) 2026 as it was originally inputted as (B)(6) 2026 in error. Two mz9266 samples were received in sealed packaging from lot 25049077 for investigation. The customer reported that "the extension sets don't function properly causing line occlusion and flow rate alarm when used with pumps". A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned samples were subjected to functional testing by priming and flushing using a 50ml bd plastipak syringe and no restriction or occlusion of flow was observed. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 25049077 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz9266 product over the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd maxzero microbore extension set had an occlusion. The following information was provided by the initial reporter: during routine clinical use of the max zero extension sets, the following issues were reported: multiple extension sets were unable to prime or flush, rendering them unusable. Increased high-pressure alarms on IV infusion pumps when connected to the device. A total of eight (8) cvad occlusions identified during the period in which the product was in use. These findings raised concerns regarding device integrity, compatibility, and patient safety. When did the incident occur? During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.